Manufacturer narrative:
This report is being submitted as additional information was received regarding the duration of the pacing inhibition. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was interrogated and found to be operating in safety mode. To assess the patient's rhythm, an electrocardiogram was performed. This showed the device operating under unipolar pacing at 72 beats per minute (bpm) with periods of pacing inhibition. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis. Additional information was received indicating that the periods of pacing inhibition were less than two seconds in duration. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.

Event description:
It was reported that this pacemaker was interrogated and found to be operating in safety mode. To assess the patient's rhythm, an electrocardiogram was performed. This showed the device operating under unipolar pacing at 72 beats per minute (bpm) with periods of pacing inhibition. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.